Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the adhesive peeled off when an external force such as strong rubbing was applied to the area during washing, etc. During long-term use, the adhesive abraded and peeled off by repeatedly rubbing the site. This issue is addressed in the instructions for use (IFU): "important information: please read before use warnings and cautions (p.7) warning¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Further inspection of the returned scope found no other abnormalities. The scope ID chip showed 640 total uses. The cause of the scope¿s physical damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the scope was found to have a reportable malfunction as the glue was noted to be peeling off the forceps cover of the scope. The customer did not report any device issue and there was no patient/user injury or harm reported to olympus.